Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The clamp was not returned for analysis as it was discarded by the facility. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being outside of a procedure. It was reported that the spine clamp was broken. The spine clamp could "not be fixed on a spinous process". This issue was observed before a surgery during instrument inspection. There was no patient present.